Manufacturer narrative:
The most likely cause is patient factors, including patient age and tetralogy of fallot. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm 2700tfx valve in the pulmonary position, underwent a valve-in-valve procedure after an implant duration of 4 years, 1 day due to severe regurgitation and perivalvular leak. The patient was asymptomatic. The tpvr was performed with a 26mm 9755rsl transcatheter valve. The patient tolerated the procedure well.